Event description:
The patient was undergoing a coil embolization procedure to treat a right femoral artery pseudoaneurysm using penumbra coil 400s (pc400) and a px slim delivery microcatheter (px slim). It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician successfully placed two pc400s in the target vessel. While attempting to advance the next pc400 through the px slim, the physician experienced slight resistance and the pc400 unintentionally detached within the px slim. Therefore, the px slim containing the detached pc400 was removed. The procedure was completed using a new pc400 and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.